Event description:
It was reported that pt underwent primary knee procedure on (B) (6) 2008. Pt underwent revision surgery on (B) (6), 2010 due to persistent pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history records found no deviations or abnormalities that would result in the reported issue. Review of complaint database found no similar issues received with this item/lot number. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items were discarded by the hospital. (B) (4).